Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high and low blood glucose. The customer¿s blood glucose level was 417 mg/dl at time of incident and current blood glucose level was 372 mg/dl. The customer was treated with insulin pump. The customer did not alleged pump was under delivering. The customer was advised to reconnect tubing at qr and prime a 5 units fixed prime/fill cannula and insulin exited. Customer was advised that if they have concerns their pump may not have detected an occlusion we can test this alarm using a tubing clamp. The insulin pump will not be returned for analysis.